Event description:
A likorall dropped 1 foot whilst a child was in the sling. Facility alleges that the child suffer from a cut on her nose.

Manufacturer narrative:
Investigation of the device shows on marks on the lift strap which indicates that the lift strap has been twisted inside the motor. According to the investigation findings, the most probable cause to this incident is that the lift strap has been twisted due to side lifting. Hill-rom instructs users not to perform side lifts because that can cause this malfunction to occur. If the lift strap is twisted, it can make the lift strap unwind inside the motor when the lowering button is pressed. When weight then is applied, the lift strap will free itself and drop until the unwind length of the strap is extended, as in this case. We have recommended a replacement of the lift strap as it has been damaged due to side lifting and education of the staff about side lifting.